Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that low hv lead impedance was observed. An insulation anomaly was suspected. Lead was explanted and replaced. There were no adverse consequences reported.